Event description:
Customer reported that a patient had 2 positive (+) home pregnancy tests (no info on brand name) and is "sure they are pregnant". Icon ds tested negative. Urine sample tested in the morning but was not the "first morning void". Patient has been sent to lab for serum test. Customer did not indicate if qualitative or quantitative test was performed. Results on other testing are unknown.